Event description:
It was reported that this left ventricular (lv) lead exhibited possible loss of capture (loc) during a review of the recorded electrogram. Technical services (ts) recommended further in office evaluation of the observation. No adverse patient effects were reported. This lead remains in service.